Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) was advanced through the unknown sheath; however, resistance was experienced so the user retracted the delivery shaft slightly and tried to readvance the delivery shaft, but resistance still existed. In the end, the user removed the device, and it could not be used on the patient. Hemostasis was achieved by manual compression for about 20mins. There was no reported patient injury. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device stored and prepped per the instructions for use. The mynx vcd was used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The access site vessel was a little tortuous. The patient was not morbidly obese. The patient has recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the sealant was prematurely exposed to blood and swollen. The sealant inner sleeves were cracked, open, and crinkled. Button 1 and button 2 were in the manufacturing position with stopcock open. The syringe was not connected to the device. The procedural sheath was not returned. Per microscopic analysis, the inner sleeves were cracked open and crinkled, exposing the sealant. The sealant was swollen and exposed to blood. Per functional analysis, functional testing could not be performed due to the exposed sealant and the damaged inner sleeves. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have caused the resistance could not be performed. A product history record (phr) review of lot f2024501 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿resistance/friction with csi¿ could not be confirmed based on the condition of the returned device. The reported ¿deployment difficulty-premature¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is designed with sealant placed underneath the overlapped outer sleeves of the cartridge. The slits on the outer sleeve assembly are designed to protect the sealant from exposing prematurely, decrease unsheathing force, and increase deployment reliability. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was advanced through the unknown sheath; however, resistance was experienced so the user retracted the delivery shaft slightly and tried to readvance the delivery shaft, but resistance still existed. In the end, the user removed the device, and it could not be use on patient. Hemostasis was achieved by manual compression for about 20mins. There was no reported patient injury. Visual inspection of the received device showed that the sealant was prematurely exposed to blood and swollen. Visual inspection at high magnification showed that the inner sleeves were cracked open and crinkled, exposing the sealant. According to the customer, there was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device stored and prepped per the instructions for use. The mynx vcd was used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The access site vessel was a little tortuous. The patient was not morbidly obese. The patient has recovered. The device will be returned for evaluation.